Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 15.5-15.7cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at this location. Internal insulation abrasion was noted at 12.8-14.3cm from the distal tip. The etfe coating was damaged during explant at this location. Internal insulation abrasion was noted at 31.7-33.6cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.